Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was just sitting down and the insulin pump alarmed motor error. She did the rewind and performing fixed prime but received a motor error alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and keypad overlay.